Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set disconnected from a baxter extension set during infusion. The reporter stated that the sets ¿disconnected on their own¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR, device manufacture date and adverse event problem. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Male luer shafts were gauge tested with no issues identified. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.